Event description:
It was reported that, the adhesive of the opsite flexifix gentle 5cmx5m dressing, was sticking to the protective sheet instead of the dressing itself. It is unknown whether this happened during treatment or not; therefore patient involvement is not confirmed.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has not been returned for evaluation. No additional information has been provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause is a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.